Event description:
The patient reported that the previously working remote monitor did not power on. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the power supply output voltage was out of specification low. The monitor was unable to power up by using the power supply that was returned.

Event description:
The patient reported that the previously working remote monitor did not power on. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event. The monitor was later returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
.